Manufacturer narrative:
(B)(4).the customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional implanted mitraclip is filed under a separate manufacturer report number.

Event description:
This is filed to report the interaction between the second clip delivery system (cds 61214u125) and the implanted clip. It was reported that this was mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Imaging was challenging due to the rotated heart. The first mitraclip delivery system (cds) cds (61214u126) was advanced to the mitral valve and was successfully implanted in a2/p2. Mr was reduced to 1-2. To further reduce the mr, a second cds (61214u125) was advanced to the mitral valve for implantation medial to the first clip in a3/p3. When crossing through the ventricle the cds shaft interacted with the first clip. The delivery catheter shaft was difficult to position due to imaging and due to a low transseptal puncture. The cds was able to be freed from interacting with the implanted clip, and it was noted that the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda); mr returned to 4+. There was a torn chord on the anterior leaflet from the first clip. The second clip was implanted successfully in a3/p3 reducing mr to 2 to 2+. The patient is in stable condition. There was no clinically significant delay during the procedure. No additional treatment is planned for the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported physical resistance (anatomy) and device damaged by another (caused damage) appear to be a result of patient morphology/pathology and user technique/procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
Additional clarification added after the intial medwatch: the delivery catheter shaft was difficult to position due to imaging and due to a low transseptal puncture, however there was no irregular movement when positioning the cds. No additional information was provided.